Event description:
It was reported the left ventricular lead exhibited high impedance measurements. The lead remains in use and will be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Products: (B)(4) implantable cardioverter defibrillator.   (B)(4).

Event description:
Additional information was received that indicated the lead was replaced.